Manufacturer narrative:
Bayer case number:(B)(4). Heavy menstrual bleeding [heavy menstrual bleeding] very severe migraine [migraine] asthenia [asthenia] my teeth are breaking [tooth fracture] teeth are loosening [loose tooth] I have vertigo [vertigo] pain in my kidneys [pain kidney] pain in legs [pains in legs] pain in my upper joint ( shoulders, elbows, wrists, hands, hips) [painful joints] itching on my legs [itchy legs] sensitivity to the cold [cold intolerance] insomnia [insomnia] my sleep is not restful [sleep restless] cognitive disorder [cognitive disorder] neurological disorders [neurological disorder nos] pain in my lower joints (knee and ankels) [pain in joint involving lower leg] itching on arms and back [pruritus] severe pain in the uterus [uterine pain] irregular periods with black-brown blood loss [irregular periods] deterioration of my vision [visual impairment] dry eyes [dry eyes] itchy eyelids [eyelids pruritus] a recent worsening of musculoskeletal pain [musculoskeletal pain] hot flushes [hot flushes] sweating for 6 months [sweating] my state of health has only deteriorated year after yea [general physical health deterioration] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 15-apr-2025. The most recent information was received on 29-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 41-year-old female patient who had essure inserted (lot no. D46957) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced general physical health deterioration ("my state of health has only deteriorated year after yea"). In 2017 she experienced heavy menstrual bleeding (seriousness criterion medically important), migraine ("very severe migraine"), asthenia ("asthenia"), tooth fracture ("my teeth are breaking"), loose tooth ("teeth are loosening"), vertigo ("I have vertigo"), renal pain ("pain in my kidneys"), pain in extremity ("pain in legs"), painful joints ("pain in my upper joint ( shoulders, elbows, wrists, hands, hips)"), itchy legs ("itching on my legs"), temperature intolerance ("sensitivity to the cold"), insomnia ("insomnia"), poor quality sleep ("my sleep is not restful"), cognitive disorder ("cognitive disorder"), nervous system disorder (" neurological disorders"), pain in joint involving lower leg ("pain in my lower joints (knee and ankels)"), pruritus ("itching on arms and back"), uterine pain ("severe pain in the uterus"), menstruation irregular ("irregular periods with black-brown blood loss"), visual impairment ("deterioration of my vision"), dry eye ("dry eyes"), eyelids pruritus ("itchy eyelids"), musculoskeletal pain ("a recent worsening of musculoskeletal pain"), hot flush ("hot flushes") and hyperhidrosis ("sweating for 6 months"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, migraine, asthenia, vertigo, pain in extremity, painful joints, itchy legs, temperature intolerance, insomnia, poor quality sleep, cognitive disorder, nervous system disorder, pain in joint involving lower leg, pruritus, uterine pain, menstruation irregular, visual impairment, dry eye, eyelids pruritus, musculoskeletal pain, hot flush, hyperhidrosis and general physical health deterioration had not resolved. The outcomes for tooth fracture, loose tooth and renal pain were unknown. The reporter considered painful joints, pain in joint involving lower leg, asthenia, cognitive disorder, dry eye, eyelids pruritus, general physical health deterioration, heavy menstrual bleeding, hot flush, hyperhidrosis, insomnia, loose tooth, menstruation irregular, migraine, musculoskeletal pain, nervous system disorder, pain in extremity, poor quality sleep, itchy legs, pruritus, renal pain, temperature intolerance, tooth fracture, uterine pain, vertigo and visual impairment to be related to essure administration. The reporter commented: unfortunately, I'm still on sick leave to this day. Removal anticipated soon. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-apr-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number:(B)(4). Heavy menstrual bleeding [heavy menstrual bleeding]. Very severe migraine [migraine] . Asthenia [asthenia] . My teeth are breaking [tooth fracture] . Teeth are loosening [loose tooth] . I have vertigo [vertigo] . Pain in my kidneys [pain kidney] . Pain in legs [pains in legs] . Pain in my upper joint ( shoulders, elbows, wrists, hands, hips) [painful joints] . Pain in my lower joints (knee and ankles) [pain in joint involving lower leg] . Itching on my legs [itchy legs] . Itching on arms and back [pruritus] . Sensitivity to the cold [cold intolerance] . Insomnia [insomnia] . My sleep is not restful [sleep restless] . Cognitive disorder [cognitive disorder] . Neurological disorders [neurological disorder nos] . Severe pain in the uterus [uterine pain] . Irregular periods with black-brown blood loss [irregular periods] . Deterioration of my vision [visual impairment] . Dry eyes [dry eyes] . Itchy eyelids [eyelids pruritus] . A recent worsening of musculoskeletal pain [musculoskeletal pain] . Hot flushes [hot flushes] . Sweating for 6 months [sweating] . Repeated sick leave [sick leave] . My state of health has only deteriorated year after yea [general physical health deterioration] . Case narrative: the below report was received by health authority ansm reference number:(B)(4) on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 41-year-old female patient who had essure inserted (lot no. D46957) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced general physical health deterioration ("my state of health has only deteriorated year after yea"). In 2017 she experienced heavy menstrual bleeding (seriousness criterion medically important), migraine ("very severe migraine"), asthenia ("asthenia"), tooth fracture ("my teeth are breaking"), loose tooth ("teeth are loosening"), vertigo ("I have vertigo"), renal pain ("pain in my kidneys"), pain in extremity ("pain in legs"), painful joints ("pain in my upper joint ( shoulders, elbows, wrists, hands, hips)"), pain in joint involving lower leg ("pain in my lower joints (knee and ankles)"), itchy legs ("itching on my legs"), pruritus ("itching on arms and back"), temperature intolerance ("sensitivity to the cold"), insomnia ("insomnia"), poor quality sleep ("my sleep is not restful"), cognitive disorder ("cognitive disorder"), nervous system disorder (" neurological disorders"), uterine pain ("severe pain in the uterus"), menstruation irregular ("irregular periods with black-brown blood loss"), visual impairment ("deterioration of my vision"), dry eye ("dry eyes"), eyelids pruritus ("itchy eyelids"), musculoskeletal pain ("a recent worsening of musculoskeletal pain "), hot flush ("hot flushes"), hyperhidrosis ("sweating for 6 months") and sick leave ("repeated sick leave"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, migraine, asthenia, vertigo, pain in extremity, painful joints, pain in joint involving lower leg, itchy legs, pruritus, temperature intolerance, insomnia, poor quality sleep, cognitive disorder, nervous system disorder, uterine pain, menstruation irregular, visual impairment, dry eye, eyelids pruritus, musculoskeletal pain, hot flush, hyperhidrosis, sick leave and general physical health deterioration had not resolved. The outcomes for tooth fracture, loose tooth and renal pain were unknown. The reporter considered painful joints, pain in joint involving lower leg, asthenia, cognitive disorder, dry eye, eyelids pruritus, general physical health deterioration, heavy menstrual bleeding, hot flush, hyperhidrosis, insomnia, loose tooth, menstruation irregular, migraine, musculoskeletal pain, nervous system disorder, pain in extremity, poor quality sleep, itchy legs, pruritus, renal pain, sick leave, temperature intolerance, tooth fracture, uterine pain, vertigo and visual impairment to be related to essure administration. The reporter commented: unfortunately, I'm still on sick leave to this day. Removal anticipated soon. Patient's current status: very severe migraine, asthenia, vertigo, leg pain, pain in the upper and lower joints, shoulders, elbows, wrists, hands, hips, knees, ankles, itching on the legs, arms and back. Sensitivity to the cold, insomnia, my sleep is not restful, I also have cognitive and neurological disorders, severe pain in the uterus, heavy menstrual bleeding, irregular periods with black-brown blood loss, deterioration of my vision with dry eyes and itchy eyelids. I have also had a recent worsening of musculoskeletal pain and a lot of hot flushes and sweating for 6 months and have been on repeated sick leave. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.